Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('other injury(ies) or complication please describe: missing coil'), beta haemolytic streptococcal infection ('infection (bladder/ urinary tract/vaginal) type: streptococcus b') and pulmonary embolism ('other injury(ies) or complication please describe: pulmonary embolism') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor had difficult time placing coil in left tube". The patient's medical history included mitral valve prolapse, dizziness, chest pain, dyspnea, pregnancy, gestational diabetes mellitus, headache, ex-smoker, goiter, cesarean section (2007), spontaneous abortion (2005) and anemia. Operative procedure: hysteroscopy with a myosure operative findings: the patient was found to have a 10 cm uterus that was severely retroflexed and retroverted. There were 2 or 3 areas of small polyps. Both cornu were visualized and not obstructed and there were cervical polyps in the upper cervix. Details: a myosure curettage was then carried out with all the polypoid tissue and superficial endometrial tissue being removed until the uterus was cleared. Previously administered products included for an unreported indication: ortho tri cyclen lo, metformin and nexplanon. Concurrent conditions included obesity, uterine bleeding, polyp removal, irregular periods, retroverted uterus, uterine tenderness, uterine enlargement, nabothian cyst, d & c, tumour bleeding, tornwaldt cyst, ovarian cyst, uterine polyp, genital bleeding, subserous leiomyoma of uterus, uterine adhesions, abdominal pain, gravida ii, parity 2, wound dehiscence, nausea, suprapubic pain, right lower quadrant pain, hepatomegaly and vaginal cuff dehiscence. Concomitant products included apixaban (eliquis) since (B)(6) 2017, bupropion, bupropion hydrochloride (wellbutrin) since april 2015, clonazepam since april 2015, enoxaparin, fentanyl, glucose oxidase;lactoferrin;lactoperoxidase;lysozyme (biotene dry mouth), hydrocodone bitartrate;paracetamol (norco), midazolam, morphine, ondansetron, oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), ranitidine and sodium chloride. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced major depression ("psychological or psychiatric problems condition: major depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced uterine polyp ("endometrial polyp"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced beta haemolytic streptococcal infection (seriousness criterion medically significant), pulmonary embolism (seriousness criterion medically significant), abdominal pain lower ("pain - lower abdomen"), back pain ("pain - lower back"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), drug hypersensitivity ("allergic or hypersensitivity reaction type: medications"), food allergy ("allergic or hypersensitivity reaction type: food"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches"), supraventricular tachycardia ("blood or heart disorder/condition type: svt"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd") and insomnia ("insomnia") and was found to have weight increased ("weight gain / loss specify which one: gain"). The patient was treated with surgery (total la hysterectomy,bilateral salpingectomy, hysteroscope d and c with polyp removal (myosure)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, beta haemolytic streptococcal infection, pulmonary embolism, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, drug hypersensitivity, food allergy, vaginal haemorrhage, menorrhagia, vaginal discharge, major depression, anxiety, migraine, supraventricular tachycardia, fatigue, gastrooesophageal reflux disease, uterine polyp, insomnia and weight increased outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, beta haemolytic streptococcal infection, device dislocation, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, food allergy, gastrooesophageal reflux disease, insomnia, major depression, menorrhagia, migraine, pulmonary embolism, supraventricular tachycardia, uterine polyp, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2016: impression: postoperative changes of a hysterectomy noted with no evidence of a hematoma nor free fluid. There are multiple small bowel loops adjacent to the vaginal cuff without evidence of underlying bowel obstruction. No evidence of acute appendicitis. Mild hepatomegaly, nonspecific. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion findings: the uterus filled completely and the very proximal fallopian tubes, but no contrast goes beyond the essure devices. Impression: as above. Good occlusion of fallopian tubes. Pathology test - on an unknown date: diagnosis. Uterus, curettage: secretory endometrium, negative for hyperplasia or atypia. - multiple fragments of polypoid endocervical mucosa gross description received in formalin labeled stokes, brittanie lynn and "uterine polyp", is a cloth aspiration sock containing multiple pale tan rubbery tissue fragments aggregating to 3 x 2.5 x 0.4 cm. The specimen is entirely submitted in cassettes 1 and 2.; on (B)(6) 2016: clinical information irregular uterine bleeding with pelvic pain diagnosis endometrium, biopsy: secretory endometrium. Endometrium, curettage: secretory endometrium with stromal breakdown. Uterus, hysterectomy: 90 g uterus with small intramural and subserosal leiomyomas. Surface adhesions. Secretory endometrium. X-ray - on (B)(6) 2016: abdominal for instrument count: missing coil. Impression: no unintentional radiopaque foreign body identified.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, endometrial polyp, menorrhagia, vaginal bleeding, pelvic pain, dysmenorrhea, dyspareunia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: event ¿injury nos¿ was updated to missing coil. New events added: abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: medications and food, infection (bladder/ urinary tract/vaginal) type: streptococcus b, psychological or psychiatric problems condition: depression and anxiety, migraines / headaches, blood or heart disorder/condition type: svt, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain / loss specify which one: gain, gastrointestinal or digestive system condition type: gerd, pulmonary embolism, endometrial polyps, insomnia, lower abdominal pain, lower back pain. Case becomes valid. Removal details added. New reporter's, plaintiff¿s information, concomitant conditions, drugs and historical conditions, drugs and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.